Manufacturer narrative:
No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the maxzero connector "has a lot of pressure" when removing the syringe after drawing bloods. The nurse stated that blood will squirt out from the connector when removing the bd syringe. It was reported that a continuous curo caps are in place when the central line is not in use. There was no report of patient harm .